Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited episodes of rv oversensing due to post-paced t wave oversensing. There were no adverse health consequences to the patient. Programming changes will be made.

Event description:
New information received indicated that another occurrence of non-sustained right ventricular oversensing episodes was noted on 10 apr 2021 due to post-paced t wave oversensing. Programming changes will likely be made at the next follow-up check of the device. The patient was stable.